Event description:
It was reported to medtronic minimed that the customer reported the loss of communication between the transmitter and the pump. The customer received a post-reset ram crc alarm (pump error 23). The customer reported receiving a power loss alarm. The customer reports the transmitter did not blink when connected to the sensor. The customer reported a blood glucose value of 68 mg/dl. The customer experienced hypoglycemia. The customer reported an issue with the insertion site shows reddishness and painful. The event involved product(s) mmt-1884, mmt-7841zn, mmt-7040ma, unk_reservoir, and unomedical. Troubleshooting was performed for the loss of communication, and the transmitter serial number was not in the manage devices screen. The customer was assisted with pairing the transmitter to the pump but the transmitter would still not communicate. Troubleshooting was performed for the unable to pair device, and the pump and transmitter would not pair. Troubleshooting was performed for the pump error 23, and the customer was able to clear the error and complete the rewind process. Troubleshooting was performed for the power loss alarm, and the customer was able to clear alarm and complete the rewind process. Troubleshooting was performed for the transmitter does not blink when connected to sensor, and the transmitter did not blink as expected when connected to the tester. Troubleshooting was performed for the site issues, and the customer not receive medical treatment as a result of the site issue. Troubleshooting was not performed for the low blood glucose it was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. No product return is required for mmt-1884,mmt-7040ma, unk_reservoir, and unomedical. The customer was instructed to discontinue device use. Mmt-7841zn was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.